Event description:
It was reported that the user had the ilet system off following a prior hospitalization and was instructed to either connect a cgm or switch to backup therapy; customer care guided the user through starting a new sensor and the user was set to proceed, including education on bg run procedures and resolution of a bg run expiration. Symptoms were not reported. Outcomes were limited to user education and restoration of therapy workflow. Investigation included troubleshooting, user education, and guidance to initiate a new sensor. Investigation of this case revealed no device malfunction and indicated user workflow interruption related to cgm readiness and bg run expiration that was resolved through standard troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was use error and operational workflow.